Event description:
Staff member placed hoyer lift pad under resident. Lift was moved away from bed to proceed with the transfer. Employee heard a "tearing noise". Pad split apart. Resident slid out of canvas pad to floor. Resident transferred to the hosp. Resident later expired. In house qi audit was completed of lift pads to lifts. 'No other' issues were noted. Retraining programs were completed with the nursing staff.